Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's postoperative symptoms. As reported the patient presented with intermittent discomfort and an abdominal bulge. Imaging showed the bulge to be an enlarged lymph node. Based on the information provided, no definitive conclusions can be made; however it is possible that the patient's symptoms may be related to the enlarged lymph node and not the bard device used to treat the patient. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in november, 2009. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2010 the patient was diagnosed with an incarcerated ventral hernia and underwent an emergent ventral hernia repair with implant of a bard/davol composix kugel hernia patch. As reported the patient has an abdominal bulge and has difficulty bending over, "for example putting her socks on daily". As reported the patient has seen her doctor regarding the abdominal bulge, and underwent a CT scan of her abdomen and a pet scan. She was diagnosed with an enlarged lymph node and as reported her doctor advised her due to her age she would not be a candidate for any additional surgery at this time, unless she is having serious issues. As reported the discomfort is on and off and has been for the past 9 years. The contact reports the patient feels like "something is ripping apart" and "has a heavy load" sometimes.